Event description:
It was reported following a heat catheterization and right coronary intervention an angio-seal vip was used to seal the arteriotomy site. Later that same night, the pt experienced internal bleedings and symptoms of retroperitoneal bleeding. Surgical intervention was performed in the early hours of the next day to repair the femoral artery. Surgical findings noted the retroperitoneal hematoma consisted of a clot at one site, and a hole at another site. There was no mention of the presence of the angio-seal. Add'l info has been requested.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible, since the lot # was unavailable. Based on the info rec'd, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.